Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional test, and a review of the alarm log were performed. The machine not turning on was verified while attempting to power on the device during the functional test. The cause of the condition was determined to be damaged fuses. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.